Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Additionally reported by the healthcare professional "particles in the valve". Device has been explanted.